Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for shaft separation reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during unpacking of the 2.5x15mm trek balloon dilatation catheter (bdc), the shaft separated; thus, the bdc was not used. Reportedly, there was no resistance during removal from the dispenser coil. There was no reported patient involvement and no reported clinically significant delay in the procedure. Another 2.5x15mm trek bdc was used to successfully complete the procedure. There was no additional information provided.